Event description:
According to the information received, an attempt was made to recapture an occluder into the amplatzer torqvue 180° delivery system (dtv180). Force was applied leading to deformation of the dtv180. The occluder was retracted into the system but not entirely, the tip of the retention disk was not inside of the dtv180 sheath when it was withdrawn from the patient. The patient was referred for surgical closure of the pda.

Manufacturer narrative:
The (B)(4) was returned to aga medical with the distal tip of the sheath partially inverted and the loader was accordioned. The (B)(4) was decontaminated and examined microscopically; no other defects were observed. A test occluder was loaded into the loader, handed-off to the sheath, advanced, deployed, and recaptured without issue. The device used in the procedure was not returned and could not be analyzed. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Our investigation was not able to determine the cause of the failure described in the field, however, the damage to the sheath was consistent with difficulties retracting the device into the sheath.